Manufacturer narrative:
A titan pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the body of the pump. Testing revealed this to be a site of leakage. Microscopic examination revealed the surfaces to be straight and smooth, indicating contact with sharp instrumentation. A separation was noted in the reservoir inlet tubing. Testing revealed this to be a site of leakage. Microscopic examination revealed the surfaces to be consistent with having had contact with unshod instrumentation. Based on examination, it was concluded that the observed separation in the pump body would have allowed the reported "leakage" however, because the limited information provided does not indicate any factors that may have contributed to the reported event, the sequence of events leading to the observed separation cannot be determined. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the reservoir inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release and no anomalies were noted during production. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the pump was leaking. The device was removed and replaced due to a possible pump defect. It was reported the issue happened the week of (B)(6) 2020.